Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence.

Event description:
On (B)(6) 2018, the consumer stated she used a poise light pad and thought she developed a vaginal infection. Initially, she self-treated with monitsat crème and did not seek medical attention. Sometime later she was diagnosed by her doctor with an antibiotic resistant e.coli infection of the bladder and prescribed nitrofurantoin mono/mac (100mg/caps). She was told by her md that the infection was not caused by the poise pad. On (B)(6) 1018, the consumer was admitted to the hospital for IV antibiotic therapy. She checked out the next day and continued with outpatient treatments of IV antibiotic infusions for an additional 10 days. During the final wellness check on (B)(6) 2018, the consumer stated that the infection had been resolved.